Event description:
It was reported that during use, spring wire guide (swg) unraveled and separated in patient. Retained piece was found protruding from patient's skin. Clinician was able to remove fragmented piece with forceps. There were no associated patient complications.

Manufacturer narrative:
Follow-up report will be filed when evaluation is complete.